Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft and the internal wire were noted to be fractured between shaft electrode ring 1 and shaft electrode ring 2. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue remains unknown.

Event description:
This report is to advise of a fracture found in the catheter during analysis.